Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of the incident was 400 mg/dl. The customer treated with the manual injection. The customer was putting the cap on the insulin and she pulled the reservoir plunger and all the insulin came out. The customer was realized the insulin pump was not working. The insulin pump, reservoir, infusion set will not be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2018.